Event description:
It was reported that patient was experiencing uncomfortable heating when charging, inability to hold a charge and fully charge the ipg, as well as difficulty in hearing the charging device beep. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.